Manufacturer narrative:
Ae assessor spoke to the patient and states the 30 pound weight loss over 10 days and reduction in food intake would likely require less insulin than the patient was prescribed on the vgo 20 with humalog u-200 insulin. The hypoglycemia is likely from the patient. Taking more insulin than required with a reduction in food intake and 30 pound weight loss 10 days prior to the event. The patient denies any suspicion of device malfunction contributing to this event.

Event description:
The patient stated back in may he had a foot infection went to the hospital where he was admitted. The patient was given antibiotics and sent home after 1 and a half days. The patient stated a day later when the patient was at home he went to the bathroom where he passed out. Family members called 911 as the patient was unresponsive. The patient was given IV dextrose and transported to the hospital for further treatment in the emergency room (dextrose and food). Patient was discharged around 9am.